Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the potassium (k+) was drifting upwards. This has been an ongoing issue for a while. It will sometimes read at 3.5 and then climb to 6.5 or 7. Blood gas would be drawn to compare it and the value was really around 4.4. The device was not changed out, as the customer has been recalibrating against the I-stat. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
The customer mentioned this to the manufacturer's marketing group during a conference. The perfusionist specifically asked why the k+ would drift upwards after the upgrade that was performed. He did also state that he is not really sure if this was also occurring prior to the upgrade, but it's definitely something they have been noticing now.